Event description:
Pt's mother reported pen ndl 32g 15/64 in (6mm) causing injection pain. Discussed options and mom will contact dr for 4mm pen needle rx since will need rx due to possible compatibility issues and send to pharmacy. Continuing med until new needle received.